Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be a circulation pump component failure. However, there was insufficient information to confirm this potential root cause. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The instructions-for-use under baw2800736 rev 0 are found to be adequate. Initial reporter facility name: (B)(6). UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had suspending therapy on patient who has reached normothermia. When emptying pads device alerts empty pads not complete. Notes some water leaking at bottom of the device and noted if device was leaking on the floor there may be an overfill. Suggested sending to biomed for evaluation. Nurse wants to drain water on the floor to keep using. Walked through draining 16 ounces of water from right drain port. Sn (B)(6).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had suspending therapy on patient who has reached normothermia. When emptying pads device alerts empty pads not complete. Notes some water leaking at bottom of the device and noted if device was leaking on the floor there may be an overfill. Suggested sending to biomed for evaluation. Nurse wants to drain water on the floor to keep using. Walked through draining 16 ounces of water from right drain port. Sn (B)(6).